Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect front panel is not available for evaluation, therefore no further evaluation can be performed at this time.

Event description:
The customer reported while using the vela ventilator; the touch screen is not working. The customer reported the problem is not a liquid patch issue. The customer reported there is no patient involvement associated with the event.